Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after hallux vlagus repair surgery on (B)(6) 2023, the patient reported persistent pain although the follow-up was uneventful. It was further reported that the osteotomy healed uneventfully and the axis of the bone was correct. However, the surgeon decided to perform a hardware removal on (B)(6) 2025, which did not resolve the pain completely. The patient became in the end insoles, which lead to a slight improvement.